Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the both devices noted a 10r dlu was preloaded on the device. No visual abnormalities were noted with either devices. The first instrument fired properly in both the straight and articulated position and the six remaining tacks seated properly in the test media. The handle of the second instrument was able to be actuated. The tacks deployed but did not seat properly in the test media and tack hang-ups were experienced. Upon reloading the instrument, disrupted timing was noted of the device as well as the reload. Microscopic evaluation of the dlu noted scratches on the inner tube. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit (sulu). Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during laparoscopic umbilical hernia, the devices would not work after being reloaded and articulated while being applied on peritoneum. The tacks were able to fire from the device and able to penetrate the tissue. They used multiple tackers in order to complete the case. There was no injury caused to the patient and no medical intervention was required. Tacks unable to deploy and there is difficulties with loading the reload onto the handle.